Event description:
New information indicates that the device inappropriately delivered a shock due to functional under-sensing. Device reprogramming was made.

Event description:
It was reported that the device delivered an inappropriate shock/therapy. There were no adverse health consequences, the patient was stable.